Manufacturer narrative:
A boston scientific crm technical services consultant discussed that this sounds like non-capture of the vp with intrinsic conduction but then undersensing of the vs. Impedance measurements are stable and good and this is a new lead so lead damage is not suspected. The consultant agreed that they needed to program around higher values to maintain capture and sensing. The consultant also suggested an x-ray to see if the lead has moved as there could be a tip to tissue interface issue resulting in the reported clinical observations. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that vp's were visable via telemetry, however, there didn't seem to be capture with a subsequent deflection on the ventricular egms. It was noted that r-waves were 1.5mv-1.8mv and thresholds were 1.9v @ 0.7ms. The ventricular output was increased and the ventricular sensitivity was decreased which appeared to resolve the reported clinical observations. It was noted that the patient was having other health issues unrelated to device that may have resulted in the change in thresholds.